Event description:
A patient reported experiencing inaccurate erratic results with the pt's fasttake meter. Patient's blood glucose readings were in the 60s and 200s mg/dl. Tests were done less than 10 minutes apart. Patient did not experience any adverse events. No further information is reported.